Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging throat soreness, shortness of breath, low energy, nauseated, headaches and lightheaded. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation, pil observed an unknown dust contaminant inside the iso port of the side panel. An unknown brown sticky contaminant was observed on the top enclosure, pca, on the blower housing, side panel, bottom enclosure, and the humidifier cable. The pca was observed to have several areas of corrosion to it from liquid ingress to it. The blower housing screws appeared to have a corrosion to them from liquid ingress. Hair-like particles and an unknown dust contaminant were observed on the blower housing, blower, and the blower bellow. A piece of white plastic type material was observed inside the blower, and this could possibly have caused the device to throw the e-22 error. Insect carcasses were observed laying on the foam on the bottom of the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was unable to address the symptoms specified.